Event description:
In march, 2000 patient developed symptoms of drug withdrawal and inadequate analgesia. This did not respond to bolus dose or increased infusion rate. Access of reservoir showed only 0.5ml of anticipated 12ml. Loss of volume questioned. Catheter side port accessed with contrast injected showed catheter to be intact. Physician questions if last refill was injected into the pocket and not into the reservoir. Pump was refilled with normal saline 18ml. And reaccessed in 2 days. Initial access yielded 4 milliliters instead of 16ml. Second pass through septum further 12ml removed. Pump again refilled with 18ml. Sodium chloride hcp suspected a septum problem and explanted the pump. After explant the reservoir was reaccessed under direct vision and the reservoir was over pressurized-unable to remove or inject fluid.